Manufacturer narrative:
The manufacturing lot# is unknown.

Event description:
In 2007, a gore propaten vascular graft was implanted for a-v access. The next month, a reintervention was performed for banding of the graft to treat arterial steal syndrome.